Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made and no further issues were reported.

Event description:
New information received notes that another episode of non-sustained lead noise due to post-paced t-wave oversensing was observed when an asymptomatic patient presented via remote transmission. Further programming changes were made.